Event description:
It was reported that the screwdriver is no longer able to engage the screws.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid screw extractor inner shaft was confirmed to be broken. Mfg record review: no discrepancies noted. Batch 09c668 complied with dimensional, appearance and shape specs prior to release and the material and hardness certificates were in order. Complaint history analysis: (B)(4) previous records relating to inner shaft tip-deformation. The investigations into past complaints concluded that the failures were the result of user-error. Risk assessment: there was no pt involved in the reported event. The reflex-hybrid screw extractor inner shaft is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: the most likely cause of the tip damage is user-error. The surgical technique details during surgery. Conclusion: the most likely cause of the tip damage is user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft.